Event description:
A pharmacy technician reported to baxter corporate product surveillance one intermate lv 250 system in which the distal luer had reportedly broke during priming. The intermate had been filled with vancomycin. There is no patient involvement, injury or adverse event associated with this report. No further information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination confirmed the reported condition of a broken luer post. The root cause of the broken luer, near the base of the stem, was determined to be a manufacturing defect. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample. Additional information: a batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.